Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained ventricular oversensing due to post-sensed t-wave oversensing were noted. Frequent episodes of pvc's were also observed. Recommended programming changes were not made yet.